Event description:
It was reported that the system produced uncommanded x-rays during a procedure with patient involvement. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.